Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 62 mg/dl, 66 mg/dl and 397 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated that within 10 minutes of the 66 mg/dl and 397 mg/dl results, another result of 94 was obtained on the same system. Reporter stated he felt hypoglycemic after taking a short walk and he self-treated with juice after the 62 mg/dl result was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.